Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 3:00 am due to a high blood glucose of 600 mg/dl. Blood glucose at the time of the call was 561 mg/dl. The customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The customer stated that they treated the high blood glucose by being hospitalized. The customer reported a bent cannula. Troubleshooting for high blood glucose was provided. The insulin pump will not be returned for analysis.